Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported issue. The system was then tested and met product specs. There were no samples returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A nurse reported that during surgery, the vitrector stopped working. Another system was brought in to finish the surgery. There was no harm to the pt.